Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a bipolar lead impedance warning was triggered on the right ventricular (rv) lead. The impedance had slight gradual increase from 750 ohms to 1000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.